Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy began at an unspecified date and time during the middle of (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿200 mg/dl¿ with the subject meter and ¿160 and 170 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient stated she manages her diabetes with oral medication (amaryl, dose unknown). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. However, during the call the patient reported developing symptoms of ¿nausea and feeling shaky¿ on unspecified dates after the alleged issue began. The patient claimed she treated herself with food and soda in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.